Event description:
It was reported that the patient presented with chest pain. It was noted that there was a possible oversensed beat from the right ventricular (rv) lead. It was also reported by the patient that their "wires were loose." The rv lead, left ventricular (lv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtmb2d4 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.